Event description:
Synvisc arthritis. Aspirated joint fluid [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) year old female pt, initials (B)(6), with gonarthrosis and osteoporosis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, weekly into an unspecified location. On (B)(6) 2012, the pt experienced synvisc arthritis. On an unspecified date, in (B)(6) 2012, about 50cc of joint fluid was aspirated. Synovial fluid culture ruled out any infection. The value of c-reactive protein was 0.9 and 0.2. The treatment medications included celecoxib (100mg) and rebamipide (100mg). The event of synvisc arthritis was medically significant. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the pt recovered from the event of synvisc arthritis. The outcome for the event of aspirated joint fluid was not provided. At the time of the report, the pt was not receiving any concomitant drugs. The intensity for the events of synvisc arthritis and aspirated joint fluid was not provided. The reporting physician assessed the relationship between synvisc and the event of synvisc arthritis as definite. The relationship between synvisc and the event of aspirated joint fluid was not provided by the reporting physician. The qa(quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.